Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having high and low blood glucose. The blood glucose reading at time of call was 139mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. She stated that the day of the event her glucose level was 400mg/dl and took 6.5 units of insulin at 3:00pm. Then she took 9.3 units at 10:00pm and her blood glucose was 217mg/dl. One hour later she started sweating and her glucose level dropped to 59mg/dl. Then she drank juice and went to bed. The customer stated that when she removed the cannula it was slightly bent. She stated that in another occasion her blood glucose went up to 308mg/dl. She took 3.5 units, but she stopped at 0.6 units, and her glucose level was 258mg/dl. Ten minutes later it dropped to 50mg/dl. The customer had an automobile accident. While the caller was looking for a juice she hit a pole, and eventually she ended in the emergency room. No further information was provided.